Event description:
It was reported that pump displayed repeat malfunction code 12 with no notable events occurring beforehand and with no report of blood glucose level exceeding specified safety limits. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement pump.